Event description:
The customer alleged the device is giving inconsistant rates. The respiratory rate reads both higher and lower at different times. The volume rate is reading consistantly low. The circuit has been changed. No dorsi is verified. The factory service tech inspected the device at incoming evaluation and verified the problem. He replaced the cup seal. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.